Manufacturer narrative:
Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying.

Event description:
Edwards received additional information that eleven (11) years, eleven (11) months post-implantation of this 23mm bioprosthetic aortic heart valve, a transcatheter valve was deployed (valve-in-valve) due to severe stenosis and structural valve deterioration, secondary to calcification with little to no movement of the valve. Per obtained information, the patient presented with fatigue, malaise, exertional dyspnea, and pedal edema. This (B)(6) female was not deemed a good candidate for conventional intervention due to her comorbidities. Therefore, a 23mm transcatheter valve was deployed in good position with no evidence of perivalvular leak. The patient was transferred to the cvr in stable condition, post-operatively.

Manufacturer narrative:
(B)(4). Stenosis of an implanted valve may be a manifestation of structural valve deterioration, which can encompass multiple failure modes. In this case, the device was not returned to edwards for analysis because it remains implanted in the patient, as this was a valve-in-valve (viv) procedure. Although there have been attempts to receive further information regarding the event, no additional details were provided. At this time, edwards lifesciences is unable to conclusively determine the root cause for this event or confirm the clinical observation. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that eleven (11) years, eleven (11) months post-implantation of this 23mm bioprosthetic aortic heart valve, a 23mm transcatheter valve was deployed (valve-in-valve) due to aortic stenosis. No additional details were provided.

Manufacturer narrative:
The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation.